Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfzf034 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after completing administration of the anticancer agent using the powerloc, when check was performed at the hospital due to using a 5fu infusion pump and administering the anticancer agent at home, no leakage was observed. After the patient returned home, it was noticed that the patient's clothing was wet. When the patient came back to the hospital, leakage was found. A longitudinal crack was found on the luer connector of the y-site of the powerloc. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A crack was observed in the y-site extending into the luer orifice. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the y-site. Microscopic inspection of the crack revealed a granular fracture surface. Discoloration was observed at the crack site. The crack occurred along a molding knit line in the material, opposite the gate. The crack occurred along a feature in the material resulting from the molding process. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that after completing administration of the anticancer agent using the powerloc, when check was performed at the hospital due to using a 5fu infusion pump and administering the anticancer agent at home, no leakage was observed. After the patient returned home, it was noticed that the patient's clothing was wet. When the patient came back to the hospital, leakage was found. A longitudinal crack was found on the luer connector of the y-site of the powerloc. There was no reported patient injury.